Event description:
Facility alleged unit in bio-med has no brake. No injury reported.

Manufacturer narrative:
Technician found brake would set but not hold due to worn casters. Replaced casters to resolve this issue.